Event description:
It was reported that, an 840 ventilator generated a graphic user interface (gui) reset error message. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.